Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. Customer's blood glucose was not known. The insulin pump was in the customer's pocket and she may have pressed a button. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
The insulin pump had an intermittent button response due to moisture damage keypad trace. No button error alarm. The insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked reservoir tube lip and missing endcap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.